Event description:
On the initial raytec count only 10 raytec counted. When we did the second closing count, found one extra raytec. It looks like one raytec separated, and all the strings coming out from raytec. Abdominal ap and lateral x-ray taken; according to radiologist, no retained foreign body in the abdomen. Raytec with x-ray strings coming out is a safety concern for patients. Surgical sponge count was one over, lap sponge found torn in two pieces. Or staff stated they tested other sponges contained in the 5 pk kit and they tore easily.